Event description:
It was reported the type I endoleak resolved.

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. Currently the aneurysm was reported to be 6.5 cm in diameter, and the aortic neck has a 90 degree angulation. It was reported that a recent CT revealed that there is a type I endoleak proximal to the aneurx aortic cuff, the bifurcated stent graft has migrated distally separating 1.5 cm from the aneurx aortic cuff, resulting in a type iii endoleak. The CT revealed that there may be stents had penetrated through the fabric of the graft material of the aneurx due to the severe angulation of the aortic neck. The physician elected to reline the entire stent graft with an endurant stent graft. The physician implanted an endurant bifurcated stent graft and an iliac extension limb; however, the endurant bifurcated stent graft kinked due to the aneurx cuff that was angled posteriorly and the aneurx bifurcated stent graft angled anteriorly. The physician then implanted two peripheral stents to straighten the kinked area out. The flow was still somewhat compromised at the end. The endurant stent graft still had a proximal type I endoleak. The p physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine. The review of returned non-contrast cta's post implant show that the proximal neck is severely angulated approximately 90 degree. The aortic cuff is located in the lower portion of the proximal neck, and has separated from the bifurcate. The cuff is angulated approximately 30deg left to right to the bifurcate axis. The bifurcated stent graft has fallen into the sac, is moderately kinked, and there are visible suture breaks along the bifurcate aortic body with possible strut fractures. The limbs extend well into the iliacs and are essentially straight; bilaterally. The patency of the stent graft could not be assessed due to non-contrast films. Pre and immediate post-implant films were not provided; therefore possible morphology and stent graft in-vivo configuration changes during the implant duration could not be verified.

Manufacturer narrative:
Methods: (films). Results: inherent risk of procedure (endoleak, kink). Patient's condition affected effectiveness of device (anatomy related; disease progression and severe aortic neck angulation). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression and severe aortic neck angulation).